Event description:
It was reported that during use of the bio-screw universal tri-lobe modular driver in an acl reconstruction procedure, the tip of the driver broke off, and the surgeon was able to retrieve the broken piece from the patient. The date of event and patient's demographic information were not provided despite multiple attempts made. To date, there has been no additional information received related to the patient's latest outcome.

Manufacturer narrative:
Despite multiple attempts, to date the device has not been returned from the user facility and/or the distributor in (B)(4) for evaluation, and no further information has been provided. If the device is received, an evaluation will be performed, and a follow-up report will be filed. Without the involved device, an evaluation could not be performed, and the alleged breakage; therefore, could not be verified. The bioscrew universal tri-lobe modular driver (c8716) is a reusable device that is cleaned and sterilized between uses. A review of the DHR could not be performed, as no lot number was provided. In addition, the age of the device was therefore not able to be determined. A two-year review of complaint history for this and similar product was performed, and the safety risk was evaluated to be acceptable. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following cautions: -upon insertion into the bone tunnel, do not bend or use as a lever arm. -examine the driver prior to screw engagement for gouges, scratches, or dents. -ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. -full insertion of the tri-lobe driver within the lumen of the matryx interference screw is mandatory for proper implant delivery. -do not use driver to pry, as bending or breakage may occur. Device not returned to manufacturer.